Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 7.0 cm diameter abdominal aortic aneurysm. It was reported that the patient presented to the emergency room extreme abdominal pain and a pulsatile mass. The patient underwent a non-contrast CT. The patient was taken to the operating room for endovascular aortic repair and a rupture occurred in the operating room. It was further reported that the aneurx device had migrated out of the neck of the aneurysm and was located in the sac. It was noted that the event had resolved and that the patient was alive with an injury resulting from the coverage of both renal arteries. The physician stated that the event was device related. It was later reported that the physician thought that the cause of the migration was due to infra renal neck dilatation as seen on the CT scan. It was also noted that the abdominal pain and the pulsatile mass were caused by the migration and were related to the expanding abdominal aortic aneurysm. The intervention consisted of the placement of another manufacture¿s aui device with a limb extension on the left side and the other manufacture¿s device was placed to intentionally cover the renal arteries. A medtronic cuff was then placed up to the superior mesenteric artery to treat a type ia endoleak. Another manufactures occluder was then placed in the right iliac limb and a femoral-femoral bypass was performed. It was noted that the patient would gradually loose renal function and injury was imminent; but it was the only recourse for the surgeon. The patient was reportedly critical but stable after the procedure. No clinical additional sequelae were reported. No additional information could be obtained. This file will be reassessed if additional information is received.

Manufacturer narrative:
(B)(4).